Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that an e224 scope communication error was seen due to a faulty cable. It was also noted that the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to oympus, that the 4k autoclavable camera head had an error message found during preparation for use. There were no reports of patient involvement associated with the event.